Event description:
This spontaneous case describes the occurrence of genital haemorrhage ("horrendous bleeding") and cognitive disorder ("cognitive difficulties") in a 57 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), cognitive disorder (seriousness criterion disability), respiratory disorder ("respiratory problems"), pneumonia ("pneumonia"), asthenia ("loss of energy"), fall ("fall"), myalgia ("muscle pain"), migraine ("migraines"), urinary incontinence ("urinary incontinence") and fatigue ("constant fatigue"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to genital haemorrhage, respiratory disorder, pneumonia, cognitive disorder, asthenia, fall, myalgia, migraine, urinary incontinence or fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case, describes the occurrence of genital haemorrhage ("horrendous bleeding") and cognitive disorder ("cognitive difficulties"). In a 57-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required), cognitive disorder (seriousness criterion disability), respiratory disorder ("respiratory problems"), pneumonia ("pneumonia"), asthenia ("loss of energy"), fall ("fall"), myalgia ("muscle pain"), migraine ("migraines"), urinary incontinence ("urinary incontinence") and fatigue ("constant fatigue"). The patient was treated with surgery (removal of fallopian tubes and uterus). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received, for essure with regard to genital haemorrhage, respiratory disorder, pneumonia, cognitive disorder, asthenia, fall, myalgia, migraine, urinary incontinence or fatigue. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly. No signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.